Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a broken atrial connector and it was additionally noted that the battery contacts were contaminated, although it did pass its incoming testing. The connector was replaced, the battery contacts cleaned and the main board calibrated. The device then passed its final tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.